Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated about a year ago she had an issue with the device when charging and would not charge and would say overheating, pt states she tried calling calling the medtronic representative but he was busy with surgery and he was supposed to call her back. Patient said they saw a picture of what the little device was saying that it was overheating and no one called her back and the device is not working at all. Patient mentioned they called the representative a week ago and gave them all their information and told them when the device was inputted that they need a new battery. Agent reviewed as of (B)(6) 2023 the ins would have reached the 9 year mark and agent directed to hcp. Pss sent email to mdt reps. Pt was sent cord in the previously. Additional information received. It was reported that rep spoke to the patient on friday (B)(6) 2023. This was the first-time rep spoke to the patient. Pt told rep they want a new battery due to the age of the device. Pt did not mention issues. Rep considered it is a normal battery depletion and referred the patient to a new doctor in the area but did not have the name of the doctor or any appointment date yet. Rep said he can be contacted for any updates regarding device replacement.